Manufacturer narrative:
Qc is run once per day and was run before the event with acceptable results. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. The instrument is currently performing within qc specifications. Sample collection information was not provided. A field service engineer (fse) was dispatched: the fse cleaned rinse block and needle assembly. The fse replaced the rinse block tubes. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneously high platelet (plt) results generated by the coulter act 5diff autoloader hematology analyzer. Patients a and b had multiple runs where the initial plt results were significantly higher in comparison to rerun results for each sample. One result was provided for patient c along with ten reproducibility runs and a plt mean of 152 x 10 to the third power cells/ul. The repeated plt results were considered correct. The results were not reported out of the lab. There was no death, injury or impact to patient treatment as a result of this event.